Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis. The patient reported becoming aware of blood clots, clotting and or occlusion of the ivc approximately seven years post implant. The patient also reported multiple blood clots in both lower extremities post implant, which have caused severe pain, right foot neuropathy and anxiety related to the filter. According to the implant record the indication for the filter implant was deep vein thrombosis (dvt), a recent gastrointestinal bleed and difficulty with coumadin management. The filter was placed via the left common femoral, after attempts on the right side met with difficulty passing the guidewire past the mid to proximal external iliac. A venacavogram was subsequently performed, and l1 was noted to be well below the renal veins. The left iliac vein and the lower most portion of the inferior vena cava were clear of clot. Under fluoroscopic visualization, a trapease type filter was then passed into the sheath and advanced to l1-l2. The patient tolerated the procedure well. There is no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and / or occlusion of the inferior vena cava (ivc), vasculature or the filter do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, which can then cause pain and neuropathy. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Due to the nature of the complaint the reported pain and neuropathy could not be further clarified, nor a cause determined. Pain, neuropathy and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to caval thrombosis. As a direct and proximate result, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the patient was reported to have a preoperative diagnosis of deep venous thrombosis (dvt), recent gastrointestinal (gi) bleeding and difficulty with coumadin management. The right groin was accessed as a previous duplex scan demonstrated the common femoral vein to be free of clot. A large needle was used to penetrate the right common femoral vein. A guidewire was passed through the needle, and it was advanced up to about the mid to proximal external iliac; however, the surgeon had difficulty passing the guidewire past this point, so rather than making additional attempts, it was decided to approach the left groin. A large needle was used to penetrate the common femoral vein. A guidewire was advanced and went freely through the iliac vein, up into the inferior vena cava without difficulty. A venacavogram was subsequently performed, and l1 was noted to be well below the renal veins. The left iliac vein and the lower most portion of the inferior vena cava were clear of clot. Under fluoroscopic visualization, a trapease type filter was then passed into the sheath and advanced to l1-l2. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting and or occlusion of the ivc. The patient also asserts to have suffered from multiple blood clots in both lower extremities post implant, which have caused severe pain, right foot neuropathy ,hospitalizations, life-time anticoagulation in addition to difficult intra venous and blood draw access, decreasing the frequency of labs and limiting the medicines the patient is able to take. The further experienced anxiety related to the filter, becoming aware of these events approximately seven years after the filter implantation.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava (ivc), vasculature or the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: caval thrombosis. As a direct and proximate result, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages.